Event description:
Additional information was received that the patient's treating physician felt their seizures were related to loss of therapy. It was reported that their seizures were more severe. The patient had programming and medication changes preceding the event. The patient did not feel their stimulation from (B)(6) 2012. Their explanted generator has been returned for analysis. Analysis is pending completion.

Event description:
Analysis was completed on the returned generator. End of battery life was confirmed in the analysis lab and were determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes were received for review. It was reported that a vns patient last saw their following md on (B)(6) 2011 and at that time his epilepsy had been stable with 12 seizures per month, mainly head drops. Since his last visit, he seems to have continued to have about 12 seizures a month with 11 in (B)(6) and 13 in (B)(6). He has also noticed that his vagal nerve stimulator does not feel as strong as it normally does. A thorough 10-point review of systems was performed and was significant for breakthrough seizures. It was noted after interrogation that their vagal nerve stimulator was definitely near the end of service. The leads appeared intact. Output current was 2.25 milliamps, signal frequency was 20 hertz, pulse width was 500 microseconds, on time was 60 seconds, off time was 1.1 minutes. Magnet current was 2.5 milliamps. On time was 60 seconds. Magnet pulse width was 600. Their epilepsy had been stable however, he has had 13 seizures in (B)(6) and his vagal nerve stimulator is near the end of service. . No medication changes were made at that time. The patient had their generator replaced on (B)(6) 2012. Good faith attempts are underway for further details about the reported event and explanted product for analysis.